Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was unresponsive to touch or the pen. The user tried to restart the programmer multiple times without the battery but the issue did not resolve. The product is expected to be returned for service. There was no patient involvement reported.